Event description:
It was reported that during a training/demo of the da vinci system, the 8mm maryland bipolar forceps instrument had a broken cable. There was no report of patient involvement.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.